Event description:
Boston scientific received information that while this device-dependent patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing a hip replacement the patient went asysotlic while the prosthesis was being hammered. It was reported that no cautery was used and no magnet was applied at the time. It was unknown how long the patient was asystolic, however, there was no report of the patient needing further intervention. The device had been programmed to aair. There was inquiry if tachy therapy was still available in this mode. Technical services discussed device behavior in this mode and inquired why programmed to this if dependent. As a result, the mode was reprogrammed to ddd and the patient was fine and no adverse patient effects were reported.

Manufacturer narrative:
This device was subsequently explanted four years after the initial observations were reported. The device was returned for routine testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should...

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.